Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver boot and charged was performed and passed. Receiver download and retrieved was performed and passed. Receiver functional test was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. He probable cause was determined to be damaged battery. No injury or medical intervention was reported.